Event description:
The patient's explanted vns device was received by the manufacturer. Follow up with the physician to determine the cause of the explant found that the patient passed away in (B)(6) 2013. No additional information was provided. During the product analysis, there were no anomalies found with the pulse generator. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. A scratch was noted on the connector pin. No adverse effect was identified on the device performance as a result of this condition. The exact reason for this condition is unknown. Other than the above mentioned observation and typical wear and explant related observations, no anomalies were identified in the returned lead portion. Attempts will be made for additional information; however, no other information has yet been found.